Event description:
It was reported that there was an infection after a device-related procedure. The health care provider reported that this was "low grade and behind the implantable neurostimulator (ins)." It was noted that the area was warm to the touch and, as of approximately five days prior to report, was no longer bothering the patient. Additional information received the following day reported that the patient had a low grade fever and had started on antibiotics. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v821909, implanted: (B)(6) 2012, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3487a-33, lot# v759825, implanted: (B)(6) 2012, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).